Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a correction bolus for an elevated blood glucose (bg) level, and then the customer delivered an additional bolus based on carbohydrates entered, however the customer did not consume any food which resulted in a low bg level of 55 mg/dl. Customer consumed carbohydrates to address low bg and a recommendation was made to discuss diabetes management with a health care professional.